Event description:
This complaint is now reportable based on the analysis completed on 07/29/2008. It was reported that during a coronary drug eluting stenting treatment procedure, that a shaft kink occurred. The 90% stenosed, calcified lesion was located in the severely tortuous proximal left anterior descending (lad) artery. The vessel was predilated with a maverick2 balloon. The physician tried to cross the lesion with a taxus express2 3.00x20mm drug eluting stent; however, the shaft kinked. The procedure was completed with another same device. Patient status is good. However, the returned product revealed that the shaft breakage occurred.

Manufacturer narrative:
Product analysis found the hypotube was broken. The device was returned in two pieces with the hypotube broken 29cm distal of the strain relief. The rest of the stent delivery system was visually, tactilely and microscopically examined along the entire length and no other defects or anomalies were found. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.